Event description:
Patient called concerned about one low reading of 46 mg/dl obtained on the fasttake meter. Patient claims they retested after and obtained a 135mg/dl. No information on the time differences between the two readings. Patient did not experience any symptoms. Patient claims that they saw the md and they told that patient that they were fine. The technique of applying blood on the test strip is done properly. Test strips have not been opened longer than the expiration date. Control solution passed. Customer service is replacing the vial of test strips since patient mentioned that some of the strips in the vial are not sucking up the blood sample.